Manufacturer narrative:
We received the device november 9th, 2016. The complaint notification associated with this device described that the patient fell while using the device. No serious injuries were sustained as a result of the fall and no medical treatment was required. The final evaluation of this device was conducted at the manufacturer's service center on november 10th, 2016. The knee joint was already disassembled when it was received from the us service center. Because of the disassembled state of this device, a proper evaluation was not possible. After visual inspection we found that the joint was very dirty. The bearings were damaged due to soil and the front linkage had marks that may have been caused by loose bolts. According to the notes from the us service technician, the hydraulics were defective. In addition, the knee joint was never returned for routine service according to our records. With this evidence, it can be assumed that the joint was heavily used, but was not maintained as required by the manufacturer's instructions for use (IFU). During proper assembly of this device, several bolts are used to fix various sub-assemblies of the knee joint when it is mounted. The threads of the bolts are coated with a two-component-adhesive, which is hardened once the bolt is tightened. The adhesive is used to assure that the parts are fixed permanently. Although the explicit root cause for the fall cannot be determined, according to the visual findings, it is possible that a loose bolt could have been the reason for the fall.

Event description:
Knee joint was sent in for repair. Customer stated that the joint has a loose linkage and a lot of play. The patient was lifting heavy items at work when the knee joint gave out causing a fall. The patient was not injured during fall and no medical attention was required.